Event description:
Boston scientific received information that an internal technical service (ts) consultant was contacted for the explanation regarding this device having an absence of stored electrograms for an episode treated with four antitachycardia pacing were delivered. Other episodes of non-sustained ventricular tachycardia were found in the remote monitoring arrythmia log-book. Ts provided the process for how remote monitoring uploads electrograms in device memory. If any new episodes occur after the weekly upload, they are overwritten and there may be gaps in event numbers and events in the middle that do not have electrograms as a result of this. No adverse patient effects were reported. Approximately ten months later, additional information was received regarding the episode. Reportedly, the patient with this device had been walking their dog and experienced dizziness and lost conciousness and presented to the emergency room. Six inappropriate shocks had been delivered. The episode was thought to be sinus ventricular tachycardia in nature, however, this could not be confirmed as the electrograms were not available. No device reprogramming was performed, however the patient's medication was increased.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.